Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. B3. The exact event date was not available, therefore the date 01/01/2024 was used as an estimate, based on the initial notification indicating that the onset occurred approximately one year ago.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) stopped working. Upon explant it was discover that the cylinder's outer sheath was torn. Both cylinders and pump were explanted and replaced, while the existing reservoir was drained and retained and a new one was added the system. No patient complications were reported.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) stopped working. Upon explant it was discover that the cylinder's outer sheath was torn. Both cylinders and pump were explanted and replaced, while the existing reservoir was drained and retained and a new one was added the system. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. B3. The exact event date was not available, therefore the date 01/01/2024 was used as an estimate, based on the initial notification indicating that the onset occurred approximately one year ago.